Event description:
Additional information was received that the patient underwent explant surgery. The explanted generator is suspected to have been discarded and has not been received to date.

Event description:
Additional information was received that the patient continued to vomit even after vns explant. The physician still believes it's partially due to vns. No additional relevant information was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for not being able to hold food down. The physicians have turned her vns device off at this time and the patient is still vomiting but not as much. Patient has a g tube for feeding at this time and that could be why the vomiting reduced. It is unknown whether vns is the cause of the vomiting as the patient as a number of other health issues. Additional information was received from a nurse that there is no vns malfunction, as in device is working properly. However, it is still unknown if the patient's events are side effects from vns or something else. Patient was discharged from the hospital but was not seen by a physician since.